Manufacturer narrative:
Sections with additional information as of 23-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for physical defect of the true metrix test strips. Customer stated that the test strips are bent. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. No further details were provided.